Manufacturer narrative:
We are unable to review the device history record as no lot number was provided. Kimberly-clark received one new, unused sample without any packaging, package label, or identification of lot number. The sponge tip was intact. We are unable to confirm the complaint as we did not receive the complained device for analysis. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, "the toothette sponge disintegrates leaving particles - there is not a alot space between the top of the stick and the sponge". Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).